Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s case manager reported via phone call hospitalization. Customer went to the hospital (B)(6) 2018. Customer experienced diabetic ketoacidosis and high blood glucose levels. Customer¿s blood glucose level was unknown as they were placed on insulin drip during their hospitalization. Pump will not be returned for analysis.